Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling cartridge. Reportedly, the needle was bent. Customer changed the needle and was able to successfully fill the cartridge. Customer's blood glucose level was 404 mg/dl.